Event description:
It was observed that during the device evaluation, the subject device exhibited a corroded coupler, and a dirty focus and zoom handle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was traced to component failure and for the foreign material the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device